Event description:
A coronary artery stent was being deployed during a percutaneous coronary intervention (pci) procedure. The stent came off the balloon. The stent was retrieved, and the patient had a successful pci procedure. Manufacturer response for coronary artery stent, resolute onyx (per site reporter). No response to date.